Manufacturer narrative:
Correction - b5 - updated to reflect inadequate high voltage therapy. Correction h6 - medical device problem code updated to failure to convert rhythm.

Event description:
It was reported that the patient presented to the hospital emergency room on (B)(6) 2023 with arrhythmia. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the patient had inadequate high voltage therapy delivered for the ventricular fibrillation resulting in two failed shock attempts. However, the patient was successfully defibrillated with an external device. The device was re-programmed to resolve the issue. The patient was in stable.

Event description:
It was reported that the patient presented to the hospital emergency room on (B)(6) 2023 with arrhythmia. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the patient did not receive any appropriate shocks for the ventricular fibrillation. However, the patient was successfully defibrillated with an external device. The device was re-programmed to resolve the issue. The patient was in stable.